Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise. The noise was reproducible with pectoral muscle pressing. The patient would be monitored.